Manufacturer narrative:
Device evaluation: follow-up report submitted to document the device was not available for evaluation. H3 other text : customer declined service.

Event description:
The user facility reported that the device overheated during a procedure burning a patient's gum. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
The user facility reported that the device overheated during a procedure burning a patient's gum. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.